Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. Based on the investigation results, gas leakage, could not be identified. The root cause could not be identified. Presumably, the gas leaked due to failure of first pressure reducer and electro-pneumatic valve. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿labeling review: as a result of confirming instruction manual and labelling on the product, there was no abnormality leads to the phenomenon.¿ olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the subject device exhibited a gas leakage from first regulator & electropneumatic proportional valve. There were no reports of patient involvement.